Manufacturer narrative:
H3: the pipeline flex pusher and phenom catheter were returned inside of a sealed bio-hazard bag and a shipping box. There was no pipeline flex braid returned with the devices. When compared to the drawings the tip coil was found to be intact. No separation was found with the returned pusher. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend was observed on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker, proximal bumper or with the catheter. No other anomalies were observed. Based on the analysis findings, the pipeline flex was not confirmed to have tip coil separation as the returned pusher was found to be intact. No separation was found with the pusher. There was no non-conformance to specifications identified that led to the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex device has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that reported pipeline flex was first in the procedure and accidently loaded into the rotating hemostatic valve (rhv). This pipeline and the pushwire were removed. During advancement of a second pipeline flex, it was noticed that the tip coil from the previous pipeline was pushed into the middle cerebral artery (mca). The tip coil detached previously in the microcatheter and wasn¿t notice. The tip coil remnant was left behind the second the successfully implanted pipeline. Post the procedure the patient was asymptomatic and angiographic result was good. The patient was on dual antiplatelet therapy. The pru level was 210. The patient was treated for an unruptured, amorphous aneurysm that is located in the right internal carotid artery (ica). The max diameter was 8mm and 5mm neck. The distal landing zone was 2.5mm and 3.5mm proximal. Vessel tortuosity was moderate.